Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited loss of capture. The physician elected to surgically reposition the lead to resolve the event. The rv lead remains implanted and in service. The patient was stable with no additional adverse consequences.